Event description:
The customer reported 8mg of dilaudid is missing (unaccounted for) and it may be that the pca pump was programmed for a continuous dose. The order was for dilaudid 0.6mg every 10 minutes with a 12mg lockout. A syringe was changed at 3:45am on (B)(6) 2012. The hospital is requesting an event log review. There was no report of patient harm (patient was discharged on (B)(6) 2012) or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Device not received, log review only. The data set and event logs have been received but they had not yet been reviewed. A follow up report will be submitted with failure investigation results once the evaluation has been completed.